Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During preparation of a 4.00 x 24 synergy¿ drug-eluting stent, the stent was removed from the stent delivery system and became stretched when the stent protector was removed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy, mr, ous 4.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts badly damaged; lifted, stretched and moved on the balloon in a proximal direction for a length of approx 2.5mm. The proximal struts moved over the proximal markerband. The first three proximal struts appeared undamaged. The balloon wings were even and tightly folded. Crimp markings were evident on the balloon indicating direct contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The maximum crimped stent profile is also within specification. The product stent protector was returned for analysis with the device, the ID (internal diameter) was measured and was within the specified inside diameter. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found several kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During preparation of a 4.00 x 24 synergy¿ drug-eluting stent, the stent was removed from the stent delivery system and became stretched when the stent protector was removed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.